Event description:
Patient presented with high impedance. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Event description:
Further information received reports that patient had a prophylactic generator replacement and lead is scheduled for replacement. It is also reported that patient is currently not receiving therapy. The explanted generator has not been received. No further relevant information has been received to date.